Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx closure device was implanted. Approximately two months later, the closure device was discovered to have embolized to the aorta. Four days after embolization discovery the device was explanted via snare. The patient is reported to be stable.